Event description:
It was reported patient presented in clinic for a follow up. Upon interrogation, abnormally high impedance was noted on the right ventricular lead. The rv lead was capped on (B)(6) 2017. The patient was stable before and after the procedure.